Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Event description:
It was reported that during a bilateral kyphoplasty procedure, the surgeon biopsied and curetted each side of the vertebral body then used a blunt tamp to assure the cannulas were clear for balloon insertion. The balloon was inserted in the cannula on the patient's right side but, according to the report "it would not fit". The same balloon was removed and placed on the contra lateral side and the same situation occurred. An additional fracture kit was opened to utilize new balloons and complete the procedure. There was no balloon rupture. Per the report, there was a 1-2 minute delay in the procedure. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.